Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. At the time of the report, the customer was experiencing an occlusion alarm but declined to troubleshoot. Additionally, it was reported that the customer alleged that the pump was not delivering basal. The customer verified with tandem technical support that the basal icon next to the insulin gauge was present; however, the customer declined to provide further information regarding the reported issue. Customer's blood glucose was 419 mg/dl at the time of the report.